Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned instruments confirmed the complaint; the slots are flared out. Tightening the internal rod before fully inserting the hex head tip in the holes may widen the slots creating an oversized condition. Review of the as400 found both lot numbers were manufactured in 2015. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The metaglyne holder/internal rod did not adequately hold neither the metaglyne centering device nor the glenosphere trials.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.